Manufacturer narrative:
The returned device analysis could not test the reported inability to open the clip and the reported retraction problem with the clip introducer as the clip was returned detached from the clip delivery system (cds). The reported material split cut or torn was confirmed as the clip introducer material was observed to be torn. The analysis observed that the clip was returned detached, the clip introducer was deformed, one l-lock tab was bent, and the harness, actuator mandrel and the threaded stud were broken. Additionally, the harness was deformed. Based on the reported information and the returned device analysis, a cause for the reported inability to open the clip during the procedure could not be determined. The reported retraction problem with the clip introducer was due to procedural conditions as the clip got caught on the clip introducer while removal. The observed torn material and deformation of the clip introducer were due to user technique/procedural conditions as the clip was caught on the clip introducer and physician pulled with force to be able to remove it. The observed clip separation, deformation of compressive stress (l-lock tabs), break (actuator mandrel, threaded stud and harness) and the deformation of the harness are all related to the troubleshooting technique and the physician using heavy force to remove the clip from the anatomy when it was caught on the clip introducer. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report torn material and a retraction problem it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of 1-2. To further reduce mr, an additional clip was inserted. However, while in the left atrium (la), the clip would not open. Troubleshooting was performed, but the clip was still unable to open. The clip was pulled back into the steerable guide catheter (sgc) and was attempted to be removed from the anatomy. However, during removal, the clip because caught on the clip introducer (ci). Troubleshooting was performed, but the clip was unable to be removed from the (ci). It was noted that while attempting to get the clip off the ci, the physician pulled with heavy force, resulting in damage to the ci. The clip was still unable to be removed; therefore, the physician decided to remove the devices and discontinue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.